Manufacturer narrative:
White, s., roberts, s., kuiper, j. (2015) the cemented twin-peg oxford partial knee replacement survivorship: a cohort study. The knee , volume 22 , issue 4 , 333 - 337. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of manufacturing records, deviation history, and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "the cemented twin-peg oxford partial knee replacement survivorship: a cohort study". Twenty-one patients were identified in the article who are dead for unknown reason on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.